Event description:
A surgeon reported "defective aspiration" during the quad mode of a cataract procedure. The surgeon replaced the tip and was able to aspirate. However, corneal edema was noted. The surgeon changed to the cortex mode and very low vacuum was noted. Both handpiece and cassette were exchanged but the issue remained. The surgery was completed manually but there was some viscoelastic retained in the pt's eye. The following procedures of the day had to be canceled. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).